Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the infection was located at the incision site.

Event description:
A report was received that the patient developed an infection. Patient¿s symptom was fever. The physician believed it was a normal infection the patient can get from any operative procedure. The patient was prescribed intravenous antibiotics. The patient¿s ipg and lead were explanted. No device malfunction suspected.

Event description:
A report was received that the patient developed an infection. Patient¿s symptom was fever. The physician believed it was a normal infection the patient can get from any operative procedure. The patient was prescribed intravenous antibiotics. The patient¿s ipg and lead were explanted. No device malfunction suspected.